Event description:
Event description ci received information that a patient with this implantable pulse generator (ipg) system was experiencing shortness of breath. Interrogation of his ipg found that the ipg had reverted to the stat/vvi mode. The patient had been advised on the effects of electromagnetic interference (emi) on the ipg. The physician elected to explant the ipg after the second occurrence. Implant date-7/24/92 explant date-7/31/96 total implant time-48.2months. * cpi physicians manual #352477-003 b page 39 covers the effects of emi on the pacemaker.